Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the suture used on the patient? Maybe when open the package, the glove with body fluids, were there any adverse patient consequences? No. Evaluation: a labeled winding and a used needle/suture combination of product code sxpp1a405 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks and bent on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed. However, both sides of the fixation tab were broken, also present body fluids on this area. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, when the nurse opened the package, the tab in the end of suture was missing. There were no adverse patient consequences. Upon evaluation, it was noted that both sides of the fixation tab were broken. No additional information was provided.